Event description:
During routine testing of the device at the service center, the service technician reported the printer lever was broken. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.